Event description:
It was reported that a (B)(6) female patient (B)(6) kgs underwent a atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring surgical intervention. It was reported that after the case a routine post case ultrasound review showed a pericardial effusion. The patient then became hypotensive and developed a junctional rhythm. A pericardiocentesis was performed and the pig tailed catheter perforated into the right ventricle (rv). The patient went to surgery and they were stable afterwards. Catheters d134702 30653644l, lasso d134302 30549866l, and unknown acunav catheter were used. This adverse event was discovered post use of biosense webster products, while scanning for an effusion. The physician¿s opinion on the cause of this adverse event is the procedure. The patient outcome of this adverse event is improved, expected to make a full recovery. The patient required extended hospitalization because of the adverse event, they needed open heart surgery which led to an extended stay. Generator information: stockert smart ablate sn: (B)(4). A transseptal puncture was performed. Needle product details: brk needle 407200. Prior to noting the pe or CT ablation was performed. There was no evidence of steam pop. The event occurred post ablation. An irrigated catheter was used in the event, the flow settings were 2ml low flow, 8/15ml high flow. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were dashboard and vector. Visitag module was used, parameters for stability used were range and time, 2mm tag size. No additional filter used with the visitag. Color option used prospectively was time. Other medical intervention provided was open heart surgery for repair as the rv was perforated while performing pericardiocentesis. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30653644l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number (B)(4).